Manufacturer narrative:
(B)(4). Per the srt, he was functionally testing the roller pump. After running for approximately 90 minutes, the roller pump began making a grinding noise then the pump stopped. The srt replaced the motor/encoder assembly and ran the pump motor for 28 hours with no further issues. The srt performed a release test and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned for further evaluation in product surveillance laboratory.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a grinding noise from the roller pump motor, the pump stopped then displayed ¿motor error¿ on pump display. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.